Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device revealed that the balloon did not have any visual defects and was in a good condition. The catheter of the device was carefully inspected and no damages were found. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located over the ro marker in the distal section of the balloon. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as the factors encountered during the procedure and/or the interaction between the scope and device, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used in the pancreas during a dilation for a cyst drainage placement procedure performed on (B)(6), 2020. According to the complainant, during the procedure, it was noted that the balloon would not inflate. The device was then removed from the patient for inspection and it was noticed that the balloon had a hole. Reportedly, the stomach was filled with pancreatic fluid, which did not lead to any further complications. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.